Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that the pump does not want to deliver any insulin. Customer changed his site to his leg and the pump alarmed no delivery today. Customer stated that he pushed the back of the reservoir with a pencil and it was difficult to push, but after that it worked for awhile. Troubleshooting was performed and customer stated that the insulin did not exit. Customer reported that the pump alarmed during manual prime. It was explained that the alarm may have been caused by a set/reservoir occlusion. Customer was advised that he will be sent replacement supplies. Customer was advised to save a plunger from the next time he changes the infusion set. Customer was advised to check his reservoir connect with a plunger once he gets back home. Customer is at his desk and does not have access to his supplies. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.